Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with what seemed to be primary pump failure. They had pump speed ranging from 0 to 3700 rpm and pump power between 19 and 20 watts. It was noted that their normal parameters were 5700 rpm and flows of 2.8 lpm. Upon auscultation the pump had a grinding noise and sounded as if it was trying to start. A system controller exchange was done which did not improve the situation, as the pump was still with intermittent speed, flow was 0 lpm, and power was 16.3 watts. The patient's international normalized ratio (inr) was subtherapeutic at 3. Log files were submitted based on the controller exchange that occurred at 03:00 on (B)(6) 2024, and healthcare providers noted that they saw the pump temperature was at 99-100 c. These event logs captured left ventricular assist device (lvad) internal faults along with controller clock corrupt events throughout, and it was noted that the time stamp was showing (B)(6) 2000. The lvad was unable to maintain the fixed speed of 5700 rpm as there were still several flags in the background of the log, pointing towards potential rotor instability, magnetic centering, and circuit over temp flags. A new controller and mod cable were given to the patient, but again with no resolution. The patient was not a candidate for a pump exchange so the driveline was disconnected and the patient was placed on comfort care. Another set of log files was submitted, this time from the patient's original controller, which captured the same lvad internal faults. Due to the amount of alarms it was unclear when this occurred, though according to the periodic log it was between 00:23 and 01:23. It was also unclear from the logs what may have triggered this event.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events and elevated pump power which appeared consistent with a thrombus impeding the pump rotor; however, a specific cause for the alarms cannot be conclusively determined without evaluation of the device. Review of the submitted log files revealed that on (B)(6) 2024 there was a sudden decrease in pump flow. Following this decrease in flow, there was an increase in pump power, rotor noise, rotor displacement, and current draw. Lvad temperature increased and the lvad internal fault became active. During this time, the pump struggled to maintain speed above the low speed limit resulting in low speed operations, low flows, and pump stop alarms. Based upon complaint history and similarly reported events, the events captured in the submitted log files appear consistent with thrombus interfering with rotor levitation and rotation for a prolonged period of time, resulting in low flow, power elevations and increased lvad temperature. The system controller with a new modular cable was changed again, but again with no resolution. The patient was not a candidate for a pump exchange and pump support was discontinued. The patient was placed on comfort care and expired on (B)(6) 2024. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on all system controller alarms, including lvad internal fault alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away.